Event description:
It was reported that the right ventricular lead threshold had been rising since it was implanted about two years earlier and the threshold was now high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).